Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation in the intracardiac faradrive steerable sheath clear was selected for use. It has been mentioned that the air leak was noted from the valve when suctioning from the flush port, before inserting the farawave. Starter guidewire and farawave were inside in the sheath prior to, and/or at the time, the air was observed. Infusion pump was used for the irrigation of sheath. The bubbles were observed in the flash lumen. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation in the intracardiac faradrive steerable sheath clear was selected for use. It has been mentioned that the air leak was noted from the valve when suctioning from the flush port, before inserting the farawave. Starter guidewire and farawave were inside in the sheath prior to, and/or at the time, the air was observed. Infusion pump was used for the irrigation of sheath. The bubbles were observed in the flash lumen. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.